Event description:
During preventative maintenance of the device, the user reported that the cooler heater would not heat within specs. Since the event occurred during preventative maintenance, there was no pt involvement during this event.